Event description:
It has been reported to philips that the system intermittently would not x-ray. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the that system intermittently would not do exposure. Analysis of the log file showed x-ray generator error. During troubleshooting, the fse identified that the high voltage transformer failed. The fse replaced the high voltage transformer. After replacement of the high voltage transformer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.